Event description:
It was reported that during a procedure the drill attachment heated up; there was no report of any adverse consequences. There was no medical intervention alleged and no report of a delay in procedure.